Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Bed broke, left side fell along with the piece which makes the bed go up and down.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date, initial reporter information, and device model number.

Event description:
Bed broke, left side fell along with the piece which makes the bed go up and down.